Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage (hv) cable connections to the x-ray tube were evaluated, re-lubricated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited an error. Additional information was received from the field service engineer confirming that the system was shutting down without command. No patient serious injury or death was reported related to this event.